Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a broken introducer needle occurred during insertion of the sensor. The sensor was inserted into the abdomen on (B)(6) /2017. No medical intervention was reported. Additional event or patient information is not available. No product was provided for evaluation. The reported event that the introducer needle/cannula detached from the applicator could not be confirmed. A root cause cannot be determined.